Manufacturer narrative:
UDI unavailable. Other relevant device(s) are: product ID: 9734477. No parts have been received by the manufacturer for evaluation. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that shortly after the system was booted up, the software would flicker, the image quality would turn very grainy, and the mouse would become unresponsive. It was noted that after a while, the screen would turn black and the system had to be powered down. Rebooting the system did not resolve the issue. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found the computer had a malfunctioning graphics card. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4). The computer was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.